Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 421 mg/dl. Her previous blood glucose level was 565 mg/dl. Her blood glucose level kept rising. The customer had hyperglycemia. She was administered IV fluids, zofran, and insulin. The customer was wearing her insulin pump at the time of the emergency room visit. A small air bubble was found in the tubing. The product was not returned. Nothing further to report.